Event description:
It was reported that the controllers screen went black upon connecting a wand to it.

Manufacturer narrative:
Additional manufacturers narrative: the pt identifier, age, weight and gender were not available.